Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic aortic valve, there was no resistance in advancing the guidewire or delivery catheter system (dcs). Following the valve implant, the patient experienced discomfort, became hemodynamically unstable, and went into cardiac arrest. A transesophageal echocardiogram (tee) identified cardiac tamponade. Of note, this case reportedly presented with ¿extreme¿ risk with patient request of no open chest intervention. As result, the decision was made to withdraw care. Subsequently, the patient died. The physician reported that the valve and delivery catheter system (dcs) did not cause or contribute to the tamponade and subsequent death. Additionally, it was reported that the non-medtronic guidewire possibly contributed to the tamponade and subsequent death. However, the cause of the tamponade was not determined. As reported, there were no known underlying patient conditions or a diseased state that contributed to the tamponade and death and it was unknown if the patient anatomy contribute to the tamponade and death.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the dcs, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: procedural images of the event were provided for review. The left ventricle is not shown in any images, therefore, no imaging of the distal end of the guidewire was available. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hemodynamic instability is typically related to patient factors, and/or procedural effects (sheath used, user technique, closure device, etc.), but an assignable root cause cannot be determined at this time given the limited information available. Cardiac arrest is a known potential adverse effect per the device instructions for use (IFU). These events may be related to patient medical condition, comorbidities, and/or procedural factors. Based on the limited information available, an assignable root cause of the cardiac arrest cannot be determined and the relationship to the device could not be established. Cardiovascular injuries, such as cardiac tamponade, are known potential adverse patient effects per the device IFU, and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. It was reported that the non-medtronic guidewire possibly contributed to the tamponade and subsequent death. However, the cause of the tamponade was not determined. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.